Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
It was reported that while lowering the stretcher, the cot allegedly dropped. The operator allegedly sustained a strain in his lower back. Reportedly, he reported sick for serveral days and received prescription medication. No adverse consequences to the pt have been reported.